Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they have two systems and they were not doing enough to warrant keeping them in, but they do in a way. They would be following up with their healthcare professional to resolve the symptoms. There was a report that the implantable neurostimulator (ins) that the patient got in 1997 was still inside of them and went dead 2 or 3 years ago due to normal battery depletion. It was reported that the patient had gone through breast cancer 4 times and getting mris in the future was more important. They were considering getting the spinal cord stimulator removed, as they could get therapy other ways or by using a tens unit. During the call, the patient reported their first spinal cord stimulator was for their ulna nerve in their arm and that was removed. Relevant medical history includes rsd/causalgia-complex regional pain syndrome. Additional information received from the consumer indicated that there were other circumstances that warranted the devices being removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient had both ins explanted on (B)(6)2017 due to early battery depletion. It was unknown if the devices were replaced. It was noted that there was a product problem and the event occurred at a hospital, during surgery, or had direct patient implant. It was unknown if a medical professional alleged a deficiency in the device performance, and unknown if a single-use device was reprocessed and reused on a patient. It was also noted that the device was not stored in formalin and was not disinfected. It was unknown what role a vendor representative provided during the case and a vendor representative had not been notified of a complaint. Refer to MFR report (B)(4) for the report of this event for the patient's previous ins from 1997.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 7425 lot# serial(B)(4) implanted:(B)(6) 1997 product type implantable neurostimulator product ID 3998 lot# v000796 implanted:(B)(6) 2006 product type lead product ID 748966 serial# (B)(4) implanted: (B)(6)2006 product type extension product ID 748966 serial(B)(4) implanted: (B)(6)2006 product type extension product ID 7495-66 serial(B)(4) product type extension product ID 3587a lot# unknown product type lead product ID 3986a lot# unknown product type lead product ID neu_siliconeanchor lot# serial# unknown product type accessory product ID neu_silicone anchor serial# unknown product type accessory analysis of the ins, serial(B)(4), found no significant anomaly as the device was functional. However, the battery was not in new condition. If information is provided in the future, a supplemental report will be issued.